Event description:
During remote follow-up, far p wave oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.